Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.no further issues were reported after the service visit.

Event description:
There was an allegation of questionable phos2 phosphate (inorganic) ver.2 results for 2 patient samples on a cobas 8000 cobas c 502 module. For sample 1, the initial phos2 result was 7.41 mg/dl. The repeat result was 4.34 mg/dl. For sample 2, the initial phos2 result was 7.69 mg/dl. The repeat result was 4.44 mg/dl.

Manufacturer narrative:
The reagent lot number is 73683501 and the expiration date is (B)(6) 2024. The field service engineer (fse) changed the gear pump head and the pressure gauge and calibrated the pressure. The fse also observed a poorly installed reagent probe and corrected it. The investigation is ongoing.